Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "enlarged lymph nodes".

Event description:
Patient representative reported patient experienced "mental anguish and fear of alcl," "pain, enlarged lymph nodes, tightness in breasts," "aggravation of underlying conditions including monoclonal b-cell lymphocytosis," "tissue expander implanted for longer than 6 months" and "other physical and emotional manifestations that are severe and ongoing." Patient representative additionally reported "significant scarring, significant post-operative pain following explantation"; these events are not related to the device. Device has been explanted. This record is for the left side.